Event description:
It was reported that the pic ix is not system is not alarming for "leads off". The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
This report was reported under incorrect registration number, please refer to 9610816-2025-000119 for further information regarding this complaint. A philips technical consultant (tc) went to the customer site to evaluate the reported issue. The tc reviewed the clinical audit logs and found that the system was providing an inop and sound played as intended during the suggested timeframe. The logs also show that someone was acknowledging the alarms from the pic ix. Additional testing was performed to confirm "ECG leads off" inop alarming was functioning as designed. It was determined that the system was functioning as intended during the suggested timeframe and alarms were being physically acknowledging. Additional testing confirmed the "ECG leads off" inop alarming was functioning as designed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the pic ix is not system is not alarming. The device was in use on a patient at the time of the event. There was no adverse event reported.